Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a high blood glucose over 300 mg/dl at the time of the incident. Customer's current blood glucose was 414 mg/dl. Customer reported symptoms of nausea, feeling more tired and sleepy, and headaches. Customer stated that her appetite has been going bad since she got up this morning. Customer stated that she is okay and it was found that the customer was treating with the pump and the insulin pen. Customer stated that she was not recently admitted into the hospital as an inpatient. Customer stated that she saw an air bubble in the reservoir. Troubleshooting was performed to get rid of the air bubble. Customer was advised to do a complete set change. Customer was advised to monitor her blood glucose. Customer mentioned that a couple of times she woke up and found the set out of her arm. Customer has used the insulin pen at times to treat.